Manufacturer narrative:
Analysis of the log files from the AED did not identify a cause for the customer's complaint. The log file showed the AED operated as designed. Should additional information become available a follow-up MDR shall be submitted.

Event description:
An international distributor reported that after several tests, the battery sn 205972633 will only operate with aeds produced after 2020. They reported that this did not occur during patient use.